Event description:
The customer reported to olympus, the light source was missing the lamp door screws. It is unknown when the issue was found. There were no reports of patient harm.

Manufacturer narrative:
No additional findings were discovered upon evaluation. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that the patient was not under anesthesia, nor were there any delays.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the root cause for the event could not be determined. Olympus will continue to monitor field performance for this device.